Manufacturer narrative:
Additional information: this reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer that the port/ pins were not fixable and/or could not be repaired. They recommended that the customer purchase a replacement gas delivery engine.

Event description:
The customer called to report a nurse call system which is not working. They also indicated that the port/ pins appear to be pushed in or bent, in comparison to the port/ pins on another "known good" unit. Per customer there was no patient harm.